Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported a descemet's detachment on a patient's right eye following laser assisted cataract surgery. The detachment was at the primary incision site and the wound was difficult to seal. The procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. With no additional information the customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).